Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant, using 14f amplatzer torqvue 45x45 delivery sheath. The patient had an anterior chicken wing anatomy. Two transeptal punctures done during the case to try and optimize the position for implant. A total of four devices (22mm, 22mm, 34mm, and 28mm) attempted with the last device (28mm) ultimately being implanted. Due to patient¿s anatomy, multiple devices were used to deploy in a "sandwich" technique. The 22mm devices were too small in a standard deployment location so a larger device was utilized in the alternative deployment stated. The procedure was continued with a 28mm amplatzer amulet left atrial appendage occluder. It was not visualized or verbalized the presence of a pericardial effusion in the beginning of the procedure. However, after deployment, a pericardial effusion was noted with no changes in the patent¿s hemodynamics. It was indicated that pericardial effusion would be monitored with no intervention at the time of visualization. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay during the procedure.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a total of four devices (22mm, 22mm, 34mm, and 28mm) attempted with the last device (28mm) ultimately being implanted. Due to patient¿s anatomy, multiple devices were used to deploy in a "sandwich" technique. The 22mm devices were too small in a standard deployment location so a larger device was utilized in the alternative deployment stated. The procedure was continued with a 28mm amplatzer amulet left atrial appendage occluder. It was not visualized or verbalized the presence of a pericardial effusion in the beginning of the procedure. However, after deployment, a pericardial effusion was noted with no changes in the patent¿s hemodynamics. It was indicated that pericardial effusion would be monitored with no intervention at the time of visualization. The patient remained hemodynamically stable throughout the procedure. In addition, there was difficulty when implanting the device and the patient had an anterior chicken wing anatomy. Based on the information received, the cause of the reported incidents appear to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.